Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
B5 - corrected to: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.00/+1.0/011 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was exchanged on (B)(6) 2021 due to low vaulting. The lens was replaced with another same model/length lens and the problem was resolved (the lens was implanted vertically). The cause of the event was unknown. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.00/+1.0/011 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6)2021. The lens was explanted on (B)(6)2021 due to low vaulting. The lens was replaced with another same model/length lens and the problem was resolved (the lens was implanted vertically). The cause of the event was unknown.

Manufacturer narrative:
Weight, ethnicity, race - unk PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).